Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose of 190 mg/dl during a supply change they had not completed and had temporarily misplaced the ilet; the user disclosed memory issues, subsequently found the device, and, with guidance, completed the supply change and resumed insulin delivery. Symptoms included hyperglycemia. Outcomes included resolution after troubleshooting and education with no alerts or alarms and no hospitalization. Investigation included remote troubleshooting and user education to complete the supply change and restore insulin delivery. Investigation of this case revealed no device alarms or malfunctions and indicated user handling during an incomplete supply change as a plausible contributor, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.